Event description:
Information was received from a healthcare provider via psr (product surveillance registry) regarding a patient in a clinical study who was receiving sufenta with concentration 250.0 mcg/ml at a flex dose rate of 140.10 mcg/day and bupivacaine with concentration of 25.0 mg/ml at a flex dose rate of 14.010 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain and failed back surgery syndrome. It was reported that a pump motor stall occurred and the event resulted in an unscheduled office visit. It was further indicated that the patient called emergency answering service to report critical alarm occurring on her pump every 10 minutes. The patient was instructed to come into clinic. They attempted to restart pump, but the alarm reoccurred. The patient was placed on a surgery schedule for pump replacement. The programming date from the most recent refill prior to the event was (B)(6) 2016. Interrogation of the pump on (B)(6) 2016 revealed a motor stall occurred. Intervention performed on (B)(6) 2016 included explant and replacement of the pump. The event resolved without sequelae as of (B)(6) 2016. Regarding etiology, the event was noted as having been related to the device / therapy and not related to the implant procedure. The device was to be returned to the manufacturer. No patient symptom was reported.

Manufacturer narrative:
Analysis of the pump noted the stall was due to a shaft in the gear train. The shaft of gear 2 had wear. Some corrosion was present on the gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.